Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: the procedure was listed as total abdominal hysterectomy, bso, omentectomy, possible staging and debulking and then an lar was performed. Was this the initial use of the device? - yes. Were there any staples missing from the staple line? - unknown. What was the shape of the deployed staples (b-formation, irregular, legs straight)? - irregular. Was the safety reset prior to removal? - yes. After firing was the adjusting knob turned ½ to ¾ revolutions? - no, the surgeon. Reported that she rotated the adjusting knob 2 full rotations. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? - yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery in regards to the lar? Did the patient have any pre-existing conditions? If so, please specify the conditions. Did the patient receive any chemotherapy or radiation prior to the procedure?

Event description:
It was reported during a low anterior resection procedure, the device was fired and then removed from the patient. There were two full tissue donuts (proximal & distal bowel), however, upon inspecting the anastomosis a leak was found in the staple line. It was observed that approximately half of the staples did not form and the others were malformed. After consulting with another surgeon, it was decided to create a new anastomotic site and the case was successfully completed with another similar device. No other adverse impact to the patient was reported.

Manufacturer narrative:
(B)(4) date sent: 11/9/2016. Additional information was requested and the following was obtained: the complaint form lists the procedure as a total abdominal hysterectomy, bso, omentectomy, possible staging and debulking and the surgeon then performed an lar. What were the indications for surgery in regards to the lar? Cancer, stage and type unknown. Did the patient have any pre-existing conditions? If so, please specify the conditions. Unknown did the patient receive any chemotherapy or radiation prior to the procedure? The surgeon said the patient did not receive any chemo or radiation prior to the procedure.

Manufacturer narrative:
(B)(4). Batch # n54y4w. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.